Event description:
Boston scientific received info that this right atrial (ra) lead had exhibited a loss of capture at maximum outputs during a device check. There were no adverse pt effects reported. The lead remains in service. Sensitivity was adjusted. A request for add'l info has been sent. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.